Manufacturer narrative:
(B)(4). Concomitant medical products: flexible reamer 7.0 mm diameter, catalog#: 00222800700, lot#: 62361321. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05116.

Event description:
It is reported that during a corrective osteotomy procedure utilizing a tibial nail, the reamer fractured. Despite multiple attempts, the surgeon could not remove the fragments over the guidewire. The tibia was also opened in an attempt to retrieve the reamer. The procedure was successfully completed with a nail and plate. Due to this malfunction there was a 120 minute delay in surgery. Follow up attempts have been made, however, no further information is available at this time.